Event description:
It was reported while using bd alaris smartsite¿ extension set, bifuse 2 smartsite¿ needle-free connector the tubing is clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the extension tubing doesn't prime at least 50% of the time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-mar-2022. H6: investigation summary: two samples (model #20159e) were returned by the customer. It was reported that the extension tubing doesn't prime at least 50% of the time. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of the samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. A possible lot number was identified to be 21119806. A device history record review for model 20159e and possible lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 20159e; lot: unknown. It was reported by the customer that the extension tubing doesn't prim at least 50% of the time. Our nurses are saying that this extension tubing doesn¿t prime at least 50% of the time. It is a problem.